Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after loading a cartridge, the customer saw insulin continuously drip out of the fill septum. Reportedly, the customer filled the cartridge with 190 units. The customer installed a new cartridge successfully. There was no impact to the customer's blood glucose level.